Event description:
It was reported that during a farapulse pulsed field ablation (pfa) procedure to treat paroxysmal atrial fibrillation by pulmonary vein isolation, a farastar pfa generator issued a 201 power on self-test (post) fault error message because of an issue during post. This test is run both at power-on as well as when the user presses prepare. Common causes include channel issues and the main capacitors not charging to expected voltage. When this error occurs, the system will not allow the user to perform any pfa therapy with the generator. The generator was power cycled multiple times without resolution. The right inferior pulmonary vein (ripv) was unable to be ablated due to the 201 error, and the physician ended the procedure using electrical cardioversion to restore a normal heart rhythm. No patient complications were reported. The generator is expected to be returned for analysis. Multiple attempts were made to obtain information regarding the return and unfortunately we were unable to ascertain the most current location of this product. Should this product be received in the future, an updated report will be provided. It was further reported that the farapulse procedure was not completed on the ripv. Two recommended ablations remained. The doctor will monitor the patient and determine if a rescheduled procedure is required.

Manufacturer narrative:
Images were reviewed by a boston scientific quality engineer. The pictures confirmed that it was possible to observe an error message on the monitor. Boston scientific has made three attempts to retrieve the device, unfortunately we were unable to ascertain the most current location of this product. The device is not expected to be returned; therefore, a technical analysis of the complaint device could not be completed.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a farapulse pulsed field ablation (pfa) procedure to treat paroxysmal atrial fibrillation by pulmonary vein isolation, a farastar pfa generator issued a 201 power on self-test (post) fault error message because of an issue during post. This test is run both at power-on as well as when the user presses prepare. Common causes include channel issues and the main capacitors not charging to expected voltage. When this error occurs, the system will not allow the user to perform any pfa therapy with the generator. The generator was power cycled multiple times without resolution. The right inferior pulmonary vein (ripv) was unable to be ablated due to the 201 error, and the physician ended the procedure using electrical cardioversion to restore a normal heart rhythm. No patient complications were reported. The generator is expected to be returned for analysis. It was further reported that the farapulse procedure was not completed on the ripv. Two recommended ablations remained. The doctor will monitor the patient and determine if a rescheduled procedure is required.